Event description:
According to the event description: the bag volume was indicated to have 286 milliliters (ml) and user keyed in volume to be infused (vtbi) of 330ml. Therapy was initiated and seen going into keep vein open (kvo) already but physical bag still showed 1/4 full. When taking the line out, the silicon segmant was observed to be flatten. Therapy continued with another pump , showing around 62ml worth was left from previous pump. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device history files were analyzed. The device history files from 2024-10-14 were investigated. A space line was selected, and the infusion started with a rate of 316ml/h and a volume of 330ml at 4:26pm. At 5:29pm the kvo-mode (keep vein open) started, and the infusion was stopped. At this time, 330ml was infused. No other abnormalities were found. The complaint could not be confirmed.